Event description:
A nurse was hanging a new propofol bottle and tubing. The IV tubing was placed in the pump and the safety clamp was slid into place. The slide clamp was opened before the pump door was closed and latched which resulted in the pt receiving a 20ml (200mg) bolus of propofol. The pt was on a CPAP (continuous positive airway pressure) setting on a ventilator at the time of the incident. When the propofol was bolused the pt became very sedated and quit breathing. The apnea alarm sounded on the ventilator and the pt was immediately removed from the ventilator and bagged manually via their endotracheal tube. The propofol drip was stopped immediately. The pt did fine. Alaris medley pumps are newly purchsed by facility. Facility was not warned of this potential free flow problem during education process.